Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information available, the insulation on the shaft of the disposable scissors was charred during surgery. No negative effects on the procedure, the patient, the user, or third parties have been reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Result of investigation: examination of item 34310ma-d reveals several mechanical damages to the insulation, in particular abrasion marks and a torn piece at the distal end. These damages indicate improper handling during use, presumably by pulling the instrument out of a shaft with sharp edges. Safety and handling instructions emphasize the importance of careful inspection and proper use of medical instruments. The following points are particularly relevant: excessive force is expressly prohibited as it may result in breakage or malfunction (see warning notice regarding overload). Instruments must be checked for damage before and after each use, especially for sharp edges, protruding parts, or other irregularities. Combination with hf devices requires intact insulation to ensure patient safety. The damage observed clearly contradicts these specifications. It is therefore very likely that the damage to the insulation was not caused by a material defect, but by incorrect use or improper handling. The event is filed under internal karl storz complaint ID: (B)(4).